Event description:
During a percutaneous transluminal angioplasty there was a balloon burst at nominal pressure and had to be withdrawn simultaneously with the csi. The balloon was used in dilation of femoral superfical artery. Procedure was successful by the use of a new balloon. There were no adverse effects on pt. This product will be returned for eval and testing. This is the first of three products involved with this adverse event, which is associated with mfg report #9610978-2005-01417.